Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an onset of shortness of breath on (B)(6) 2022. Patient presented to the emergency department (ed) on (B)(6) 2022 with right heart failure. The patient had complaints of lower extremity edema, abdominal fullness, fatigue, and brown urine. Upon physical exam they were found to have bilateral lower extremity edema and patient's shortness of breath was worse while lying recumbent. The patient was diuresed aggressively while keeping a close eye on their chronic kidney disease. The patient's symptoms resolved and they were discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure, hypertension, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that indicated the patient's right heart failure was likely worsened by the device due to the increased demand from increasing systemic flow rates. Additionally, it was noted that the patient had stage 3b chronic kidney disease (ckd) prior to left ventricular assist device (lvad) implant.